Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. On pod #2 a late single leaflet device attachment (slda) was detected. It was a successful procedure and two ace devices were implanted (a/s and p/s). Despite difficult imaging at the procedure, 3 experienced physicians and clinical specialist were sure that there was enough posterior leaflet insertion. Baseline tr was grade 5 and post-procedural tr grade 2+. The postero-lateral leaflet had loosened in the postoperative course and tricuspid regurgitation (tr) was grade 3+. As per medical opinion, it could be possible that the subvalvular apparatus was grasped instead of the leaflet, but during procedure all team confirmed sufficient leaflet insertion. The patient was in good condition and did not want to undergo any further interventional procedure at this time.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with other empirical evidence as reported by the clinical specialist. But based on the complaint investigation and available information, the root cause is unable to be determined. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. In addition, a device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances identified related to the complaint event.